Event description:
It was reported that pump home screen repeatedly did not show cgm graph and unlock buttons appeared different, although pump had not recently come out of storage mode and customer had an active sensor session before issue was noticed. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to monitor system and call back if problem recurred, then was provided replacement pump under warranty, used multiple daily injections as backup insulin therapy, was advised to place problematic pump in storage mode and return it with prepaid label, and was instructed to reenter pump settings and reconnect cgm on replacement device.